Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed because there is no damage to the applicator. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.